Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a slightly bent grip, side-to-side or vertical misalignment of the grips likely causing grips not hold or release clips. The instrument was placed on an in-house system and passed the intuitive motion, recognition, and engagement tests, but failed clip test due to bent grip tip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported during da vinci hysterectomy surgical procedure, the clip applier instrument would not release the clip. The procedure was completed with no reported injury.